Event description:
It was reported to boston scientific corporation that a rx needle knife sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009 (patient over (B)(6) old). According to the complainant, while attempting to do a pre-cut of the sphincter of oddy to gain access to the bile duct, the paint on the knife started to come off and the tip paint began to melt. There was paint left inside the patient. The physician left the fragments in the patient as there were no concerns with leaving them and they are expected to pass naturally. The procedure was completed with another rx needle knife sphincterotome. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).